Manufacturer narrative:
This lead remains implanted in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an out of range shock impedance measurement. In addition noise was observed on this lead. A boston scientific technical services (ts) consultant was contacted for advice. The ts consultant suggested troubleshooting to test the integrity of the lead. No adverse patient effects reported. Additional information received from the local sales representative stating that this rv lead has been perceived to be failing. A future procedure has been scheduled to take this rv lead out of service. No complaints against the function of the device.